Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Surgeon's email address and phone number: unknown/ asked but not available. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was deployed straight and was not used. From additional information it was learnt that the lens was not used. The lens did not reach the patient's eye, as it was stopped as the lens was coming out of the inserter crooked. Balanced salt solution was used. No other information is available.